Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to unexpected post-op refraction. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.